Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer replaced the ECG trunk cable, and then tested the iabp. The iabp was then cleared for clinical use.

Event description:
The customer reported that while checking the cardiosave intra-aortic balloon pump (iabp) it was discovered that the ECG trunk cable was not working causing no ECG waveform. The customer stated that the trunk cable was connected to simulator to verify operation and no ECG displayed. The original trunk cable was installed and the ECG displayed. No patient involvement or adverse event reported.